Manufacturer narrative:
The customer reported that the cns (central monitoring system) powered off on its own. The customer also stated that it is "very sluggish when powered." The device has an error message that says, "windows 2000 cannot start because the following file is missing or corrupt \winnt\system32\config\systemced." The biomedical engineer ordered a new hdd for a self-repair. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Customer requested new hard drive.

Event description:
The customer reported that the cns (central monitoring system) powered off on its own. The customer also stated that it is "very sluggish when powered." The device has an error message that says, "windows 2000 cannot start because the following file is missing or corrupt \winnt\system32\config\systemced."

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) powered off on its own. The customer also stated that it is "very sluggish when powered." The device has an error message that says, "(B)(6) cannot start because the following file is missing or corrupt \winnt\system32\config\systemced." The biomedical engineer ordered a new hdd for a self-repair. The device was never sent in for evaluation as the customer wanted to order a new hard drive to repair it on their own. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.